Event description:
It was reported that 6 years and 4 months following the implant of a transcatheter aortic valve, an unspecified valve failure occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient experienced heart failure and hemodynamic instability in result of the valve failure and the patient was subsequently re-hospitalized. A computed tomography (CT) scan was performed that revealed a possible pseudoaneurysm or aneurysm near the non-coronary cusp (ncc). Upon the physician's review of the CT scan, the valves leaflets appeared thickened with thrombus/pannus formation. Re-intervention was planned.

Manufacturer narrative:
Corrected data: b1. B2. B5. H1. The original information indicated that intervention was required. The event is now a reportable serious injury. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that (B)(6) following the implant of a transcatheter aortic valve, an unspecified valve failure occurred. Additional information was previously reported, but not captured in the initial narrative: the patient reported that the failed valve will be replaced with a transcatheter aortic valve.